Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pcs assembly was very loose" was confirmed by the field service agent (fsa). As a result, the fsa tighten the pcs assembly. The root cause of how the pcs assembly became loose is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the field service agent (fsa) that while checking for blood contamination, there was helium loss alarms. No blood was found in the pump. The fsa found that the pcs assembly was very loose. As a result, the fsa tighten the assembly and the pump return to service.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported by the field service agent (fsa) that while checking for blood contamination, there was helium loss alarms. No blood was found in the pump. The fsa found that the pcs assembly was very loose. As a result, the fsa tighten the assembly and the pump return to service.